Event description:
Reportedly, same patient as r06019670101. Patient needed another stent in another location. Using dial stent deployed 20mm then stopped, so went to quick relief and it was locked. Went back to dial, was tight but worked. Stent landed on target, good coverage. No injury or intervention.

Manufacturer narrative:
Evaluation summary: the primary sheath and secondary sheath were fixed together and the secondary sheath accordioned right before the revolver. Once the sheaths were separated, the od of the primary sheath was measured and found to be within specification. The secondary sheath accepted the proper mandrel. And was therefore within specification. Sections of the inner polyamide layer was delaminated from the outer nylon, however this was a by product of the accordion effect on the secondary sheath rather than a cause for failure. Conclusion: the handles were assembled correctly and the catheters were within specifications for dimensions. A definitive cause for the failure is unknown at this time but may be clinically dependent. H6. Method: device returned. Results: see evaluation summary.